Event description:
Patient sex and procedure: unk. Reportedly, when the device was plugged in, it turned on by itself. Another one was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Initial report sent: 6/21/06.